Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to infection. Reportedly, the patient had an implantable product interrogation, and a possible product or infection had occurred. No adverse patient effects were reported. The ra lead remains in service.